Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for a distal radius fracture. On (B)(6)2025, after the nurse inserted an intravenous catheter, the infusion flow became blocked. After removing the infusion set and the needleless connector, the blockage in the needleless connector catheter was discovered. The device was immediately removed from service, and a new infusion connector was installed.